Manufacturer narrative:
No samples or photos were available for evaluation. Unfortunately, as a result, the failure mode could not be verified and a root cause could not be determined at this time. A visual inspection of the retained samples was performed, no foreign matter or hair was noted. Samples were conforming. After the inspection, the retained samples were returned to the retention inventory. Production record review was completed for lots 0052505 and 0050039 and no non-conformances were noted during the manufacturing of these lots. No further actions are required. This failure mode will continue to be tracked and trended.

Event description:
Per notification stated rn stated that they received a kit that contained a hair and it was stuck into the chloraprep swab.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Per notification stated. Rn stated that they received a kit that contained a hair and it was stuck into the chloraprep swab.